Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion pressure failure during preventative maintenance" was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as undetected downstream occlusion. The cause of the condition was the downstream tubing guide which was found out of specification. The downstream tubing guide requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.